Manufacturer narrative:
Physio-control determined that the cause of the reported issue was the single-board computer (sbc) located on the device's system pcb assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer received a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer, a biomedical engineer, contacted physio-control to report their device would not complete the boot up process when powered on. The customer observed the display would flash briefly when they powered it on and then go black without completing the boot. The device may not be able to remain powered on to provide defibrillation energy if needed. There was no patient use associated with this event.